Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported there was no ultrasound during phacoemulsification power and weak aspiration during irrigation/aspiration portions of a cataract procedure. No error message was displayed. A device was exchanged but was not indicated which one. No patient impact. Additional information has been requested and received.

Manufacturer narrative:
The company service representative examined the system and was not able to replicate the reported event. The system was then tested and met all product specifications. The phaco handpiece was not returned for evaluation. The manufacturing device history record (DHR) was reviewed for the system and phaco handpiece. Based on assessment, the products met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).